Manufacturer narrative:
(B)(4) - zipper teeth do not align. Evaluation: results: inspection of the returned product shows the pt access panel side a zipper slider body is open. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
Customer reported that when an attempt is made to zip the enclosure, the teeth do not align. There was no pt incident or injury reported.